Event description:
During insertion of PICC the catheter was flushed and a "balloon" formed just distal to the extension set. The PICC was removed, discarded and replaced with another catheter. The pt suffered no adverse effects.

Manufacturer narrative:
The device was not returned for eval, but pictures of the product malfunction were submitted and forwarded to vygon (B)(4) for investigation. Add'l info will be provided within 30 of the conclusion of the investigation.